Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated/confirmed the customer's reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the provided image is consistent with the alleged issue of broken wire. No further escalations were required for the image review. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 30-may-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. It was unknown if the instrument collided with the another instrument or tool during the procedure. No fragment fell inside the patient¿s anatomy. There was no loss of cautery associated with broken conductor cable. There was no sign of thermal damage at site of conductor wire breakage.